Event description:
Approximately 1 year and 9 months post sapien valve implant, the patient was readmitted to the hospital with heart failure. Tee revealed severe ai with thickening of a leaflet. No vegetation or thrombus was visualized. The decision was made to perform a valve-in-valve procedure and deploy a second valve. A 23mm sapien xt valve was deployed 50:50 in the existing 23mm sapien valve. The result was great with no central ai and no pvl. The patient was noted to be in stable condition at the end of the procedure.

Manufacturer narrative:
Per the instructions for use, valve regurgitation and thickening of valve leaflets are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause of the leaflet thickening is unknown. The patient¿s medical history was unavailable, therefore potential contributing factors cannot be assessed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.